Event description:
During pt use, a power pac battery was not recognized when the ac cable was removed and reconnected. The power pac indicator showed 1%. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.